Manufacturer narrative:
Per the user guide: low insulin alert: change cartridge or pump will stop all deliveries. What does it mean? 5 units or less of insulin remain in the cartridge. How should I respond? Tap close. Change your cartridge as soon as possible to avoid the empty cartridge alarm and running out of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after receiving low insulin alerts/empty cartridge alarm, customer did not change out the cartridge and subsequently the cartridge ran out of insulin. Customer acknowledged knowing that the pump was going to run out of insulin. Customer's blood glucose (bg) elevated (1,017 mg/dl) and customer lost consciousness. Customer was transported to the emergency room via ambulance and was admitted to the hospital. Insulin injections and intravenous drip were administered. Elevated bg was resolved with no permanent damage. Tandem technical support assisted the customer with loading a cartridge and insulin delivery was resumed. Customer was discharged on (B)(6) 2019.